Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: no devices or photos were returned, therefore the conditions of the components is unk. Neither x-rays nor surgical notes are provided for review; it is unk if the devices were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components are age, bone quality, height/weight, activity level ,type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unk. With the info provided, a definitive root cause cannot be determined. Cause cannot be definitively determined. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened, zimmer, inc.

Event description:
It was reported that the pt was experiencing pain eight months after the initial surgery. During the revision operation, it was determined that the shell was loose.